Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The customer complaint could not be determined due to receiver has already been scrapped before qa and rg lab created this (B)(4). Original investigation was done on before the device was assigned to a technician on (B)(6) 2017 but was removed prior to delivery

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an err281. No additional patient or event information is available. No product or data was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.